Event description:
It was reported that the surgical team experienced difficulties in using the cutting blocks and surgery time was extended approximately 35 minutes.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results. Results of the corrective action request conclude the following root causes: failure to comply with procedure for MRI image clarity, human error due to under segmentation on the anterior distal portion of the femur, grandfathered MRI center. The following actions were taken for these causes: the investigating engineer reviewed the errors and acceptance criteria per process procedure (B)(4) with the MRI technician and case processing engineer. Segmentation training was conducted prior to and after the report of this complaint for all drafters and designers. The investigation engineer reviewed the errors and acceptance criteria with the drafter/designer and case processing engineer responsible for this case. The diagnostic center was qualified with acceptable phantom scans and removed from the grandfathered list. As of (B)(4) 2012, there have been no reported repeat issues of block fit due to MRI image quality, under segmentation, and phantom scans.